Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) with syncope. The patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting an atrial fibrillation (af) with rapid ventricular response (rvr) as a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode. It was further reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The rv threshold has been decreasing. The rv lead has undersensing seen on stored electrocardiogram (egm). It was further reported that the right atrial (ra) lead has undersensing and oversensing seen on stored egm. A follow up with the patient¿s healthcare provider yielded that the ICD system was reprogrammed and continues to be monitored. The device, rv and ra lead remains in use. No further patient complications have been reported as a result of this event.